Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at the hospital/rehab or life care. The date the customer was hospitalized is unknown. The cause of death was acute mi and secondary cause was cardiac arrythmia. The caller stated that the customer had diabetes complications ¿high bgs possibly caused by arthritis medication, neuropathy, 3 toe amputations, and difficulty keeping hands and feet warm, kidneys shut down a week before customer passed, chronic heart disease, infections of septocymia. The customer¿s blood glucose was unknown at the time of death. It's unknown if the customer was wearing the insulin pump at the time of death. It's unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis. Caller stated that the customer was in the hospital as his gall bladder was about to burst and could not have surgery due to his heart, and they drained it and sent him to rehab where it was too strenuous on his heart, and he passed away. Caller also stated that the customer had huge fluctuations in his sugar.